Event description:
A malfunction occurred while the customer was changing the cartridge, with the display showing malfunction code 9. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and the issue did not recur following the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.